Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. The related manufacturer report numbers are 1225714-2014-13476 and 1225714-2014-13477.

Event description:
The additional information received alleged that the patient event was atrial fibrillation.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.